Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they needed a charge to the battery so that they could do a full charge. The patient had recently moved and was looking for neurologist to do follow-up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their ins had been dead for 2-3 months and she did not know if it was because there was a problem with her recharger. Due to this issue, overdischarge was suspected. The patient also reported that their implantable neurostimulator (ins) would only charge halfway when she tried to charge and the battery would already be dead 2 days later when she tried to use it. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.